Manufacturer narrative:
Visual inspections were performed on the device. The reported difficulty to remove the suture could not be replicated in a testing environment as it was based on operational circumstances, additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is possible the suture tangled due to the operator not completing a full stroke of the plunger during withdrawal resulting in the difficulty remove the device; however a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two proglide devices via a 6f sheath after an interventional procedure. Reportedly, with the first device, after depressing and retracting the knob [plunger], the suture was not present [suture retrieval issue]. With the second proglide, the device could not be removed until it was noticed that the suture was wrapped around the distal end of the sheath. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. It is unknown if there was a clinically significant delay. Subsequent to the initially filed report, the following additional information was received: an additional device with the same lot number was returned. The device was returned with no blood visible on and in the device. The lever was in a closed position and the foot was retracted. The plunger, posterior needle tip, cuffs, link, and the suture were in a pre-deployed position. There were no damages noted to the device. Upon follow up, the account stated "I believe this was product from the attached defect report ¿ in which they had a defective perclose right out of the box. It was opened for the case, but never touched the patient." Further follow up with the account was conducted. The account clarified that the additional device was not used. There were no issues, but the physician decided not to use it after the first two devices from the same lot failed. The account further clarified that the second device was simply pulled out as "there was no indication of requiring additional tools in the original report for removal once the cause was identified." No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 02/22/2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two proglide devices via a 6f sheath after an interventional procedure. Reportedly, with the first device, after depressing and retracting the knob [plunger], the suture was not present [suture retrieval issue]. With the second proglide, the device could not be removed until it was noticed that the suture was wrapped around the distal end of the sheath. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. It is unknown if there was a clinically significant delay. No additional information was provided.